Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer sent a quote for bolt that holds on the backrest. (Appears to be missing).